Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Concomitant medical products: medical product: medtronic infinity c2 pars screw, medtronic infinity c3-c6 lateral mass screw, medical product: medtronic infinity c7 pedicle screw segmental fixation. Therapy date: (B)(6) 2020. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing pain and muscle spasms from the spinalpak assembly. The patient was using the spinalpak on his cervical spine. The patient treated with the device during the day and took it off at night. When the patient took off the unit, he experienced pain, spasms, and muscle cramps. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient discontinued using the unit and scheduled an appointment with his doctor. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient was experiencing pain and muscle spasms from the spinalpak assembly. The patient was using the spinalpak on his cervical spine. The patient treated with the device during the day and took it off at night. When the patient took off the unit, he experienced pain, spasms, and muscle cramps. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient discontinued using the unit and scheduled an appointment with his doctor. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: h3: device evaluated by manufacturer updated to no. H6: method code updated to 3331: analysis of production records. H6: method code updated to 4114: device not returned . H6: results code updated to 3221: no findings available . H6: conclusions code updated to 4315: cause not established. The following sections have been corrected: h6: device code updated to 1494: off-label use . H6: device code updated to 2993: adverse event without identified device or use problem.